Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed help changing the settings on her insulin pump. Customer's blood glucose reading ranged between 89 and 521 mg/dl. Customer was in the hospital for nausea, dehydration, not eating and drinking, and chronic pain nothing further reported.